Manufacturer narrative:
A partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 37.6-38.0cm and 50.9-51.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.5-11.2cm from the distal tip. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. Externalized conductors were observed on the lead through x-ray. The lead was explanted and replaced. No adverse consequences were noted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes the patient was good after the lead was replaced.